Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt was scheduled to charge their implant every morning and pt said they had to charge their ins twice a day but don't remember when they started to charge the ins twice a day. Pt said it took them 2 hours to charge their ins and the ins depletes before 10 hours resulting in pt charging their ins at night and then the ins battery completely depletes by morning. Pt was told by there representative to call medtronic for troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pt said they don't use their ins 24/7 and pt can tell when the stimulation is not on for when they raise their hand they can feel the tingling in their knees when on. Pt had their ins set to group a program 1 at intensity of 8.56. Pt noted that they also have group a, b, and c programmed but they only use one program at a time. Redirected caller: patient's hcp